Event description:
It was reported via repair work order that the foot end left side rail was locking up intermittently due to spring was missing in the ball detent clip assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.